Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported left side "grade 3 capsule." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, device appearance (observed void on valve side in the part not texture side, because reason is a not defect) and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify four puncture opening on posterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: four puncture opening on posterior due to surgical damage like. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.